Manufacturer narrative:
The device remains in services. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock, while brushing his teeth. A review of the treated episode showed noise consistent with a loose setscrew on the secondary vector. In the clinic, noise was reproduced during isometric testing. The sensing vector was reprogrammed to primary and the noise was resolved. A boston scientific technical services consultant discussed evaluating the setscrew connection. The physician questioned whether the noise could be myopotential noise. The field representative discussed additional troubleshooting techniques with technical services, that could be done to determine the cause of the noise at the patient's next scheduled device check the following month. No adverse patient effects were reported.